Event description:
Opened a new dressing kit: adult cvad/arterial line (including dialysis and large bore catheters) dressing, and the antimicrobial dressing was not in the kit. Lot number: 2022040490. Sample discarded on site, single isolated event.